Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation in the wrong location - in the area of the rib cage. The stimulation felt by the pt in the right leg was too strong. The pt requested to have the stimulation moved toward the left leg. The pt was to meet with the physician on (B)(6) 2011. It was later reported that the MFR rep met with the pt. The stimulation felt by the pt in the wrong location was associated with the movement of the lead, due to a fall that was unrelated to the implantable neurostimulator. A revision was performed. The pt, subsequently, appeared to receive stimulation. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.